Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -10.00/+2.0/093 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. Excessive vaulting and significant reduction of irido-corneal angles were reported. On (B)(6) 2022 the lens was explanted. Cause of the event was reported as unknown.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Type of investigation: lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in a microcentrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens within specifications. Claim#: (B)(4).

Manufacturer narrative:
Additional information: b5: it was later reported that on (B)(6) 2022; a replacement lens of shorter length was implanted and this resolved the problem. "Patient is happy". Claim#: (B)(4).